Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) had a screen display failure, flickering.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) had a screen display failure, flickering. No patient was involved.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: b5, b6, b7, d10, e1 (event site telephone), h6 (health effect clinical code and health effect impact codes). A getinge field service engineer (fse) discovered during inspection. The flickering on the screen display was caused by the upper display board, so replaced upper display monitor (d670-00-1169) and in good condition. Operation test, results were good. Device was returned to customer for clinical use is unknown. Patient not involved, there were no adverse consequences to the patient noted. The following was performed by (B)(4) service technician of the maquet failure analysis and testing dept. Wayne, nj ab 02 jan 2025. The failure analysis and testing department received the part number (0670-00-1183) a serial number (B)(6) upper display pcb with a reported unit failure of screen flickering occurred during inspection. The failure analysis and testing dept performed a visual inspection of the part received and found it in good condition. The failure analysis and testing dept installed part number 0670-00-1183_a, serial number (B)(6) in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department ran the test fixture for more than 2 hours and could not replicate the reported failure of flickering upper display. Sending the part number 0670-00-1183_a, serial number (B)(6) to the supplier for further analysis per procedure 0002-00-d008 rev.as. The following was submitted by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 29 apr 2025. Failure analysis received from the supplier for the part. They stated the part passed testing. Root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. At.